Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge. It was also reported that when the pump was plugged into a power source, the pump would not recognize the power source despite the attempted use of multiple cables and power sources. There was no impact to the customer's blood glucose (bg) level. It was indicated that the current pump would continue to be used for diabetes management; however, customer also has an alternate pump available.